Manufacturer narrative:
It was reported that a patient had an increase in pain and a reduction in their walking ability in the first six months after their primary surgery. The patient had their knee revised at a different hospital with a non conformis surgeon on (B)(6) 2020. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient had an increase in pain and a reduction in their walking ability in the first six months after their primary surgery. The patient had their knee revised at a different hospital with a non conformis surgeon on (B)(6) 2020.